Manufacturer narrative:
(B)(4).

Event description:
Incident date has been changed to (B)(6), 2018.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to high blood glucose and diabetic ketoacidosis with unknown blood glucose levels at the time of the incident. The customer went high due to kidney failure. The customer was given intravenous insulin to treat. The customer did not mention any symptoms. The customer was most likely wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the customer declined. The customer lost their sensor insertion device. The insulin pump will not be returned for analysis.